Event description:
The service and repair department documented that during a case, a surgeon attempted to reposition a vectra-t plate. While using the vectra extraction screw driver in the 4.0 x 16 mm variable angle screw, the tip of the extraction screw driver snapped off inside the head of screw. The surgeon was able to remove the screw with the broken off screwdriver part inside. There was no harm to patient and no time delay. There were no reports of a surgical delay. This report is 1 of 1 for complaint com-(B)(4).

Manufacturer narrative:
Additional narrative: service history review: lot 5107534: no service history review can be performed as this is a lot controlled item. Material review report was created referring to debris on the outer surface of the driver shaft. This material review report is unrelated to the reported issue. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review had been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.